Event description:
It was reported that the patient was explanted of concerned device. To date no additional information has been received regarding the reason for its explantation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.